Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 700ml. Flow rate, procedure, cath place: na. Patient contact: no. When filling, found that pump would not pump. This pump is identified as pump #4 in medwatch uf/importer report # (B)(4).

Manufacturer narrative:
Method: the actual device involved in the incident was returned for evaluation and investigation. A visual examination and functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: the pump was received full. The pinch clamp was opened, tubing adjusted and the pump flowed. The pump was refilled with saline and was found to flow. Conclusions: the complaint was not confirmed. Device evaluated and alleged failure could not be duplicated. The pump was found to flow. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Alternate contact: (B)(4). I-flow is filing this report in response to medwatch uf/importer report #: (B)(4).